Manufacturer narrative:
The insulin pump was received with flattened bolus express button dome switch, cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was physical damage to the insulin pump. Customer stated their bolus button had a dent in the middle. It was also found the button was intermittently functional. Customer's blood glucose was 98 mg/dl. The insulin pump will be returned and replaced.